Manufacturer narrative:
This medical device report (MDR) was initiated as part of a retrospective assessment of complaints under onkos surgical (B)(4). As part of this assessment, onkos surgical re-evaluated all complaints received to ensure mdrs were filed when required. The results of this retrospective assessment prompted onkos surgical to file this report. The device history record was reviewed and indicated that the component met specification. The component was returned and was unable to be evaluated because the part was steam sterilized, which deformed the component. During the investigation it was learned that the user attempted to implant the poly spacer with the incorrect instrument. It was determined that the malfunction was not related to the manufacture of the implant or a non-conformance and this complaint has been closed. Should additional information be obtained, the complaint will be re-opened, and this report will be supplemented.

Event description:
A tibial poly spacer failed to lock into place, during a surgery, and needed to be replaced.